Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a zcb00 intraocular lens (iol), crack was noted on the optic. The lens was removed and replaced during the same procedure. There was no incision enlargement or no vitrectomy required. Patient is doing fine. No further information was provided.

Manufacturer narrative:
Device evaluation: complaint device was not returned for evaluation as it has been discarded. Therefore, reported issue cannot be confirmed.   The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. There is no associated deviation or non-conformity report related to this complaint. During manufacturing process, all devices are cleaned and inspected at 10x microscope magnification. A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review, complaint data review and labeling review, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.